Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40-50 mg/dl. Soda and food were consumed to address the bg level. The customer declined to upload the pump data for tandem customer technical support (cts) to review. As the event had occurred in the past, cts advised the customer to discuss the low bg event with a healthcare provider.